Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was recently hospitalized with a (B)(6); he had cut his toe and was hospitalized. The customer also intended to call in about a previous hyperglycemia event in which his blood glucose was 500 mg/dl. The customer treated with the insulin pump, but his blood glucose shot right back up to 500 mg/dl. He inevitably brought his blood glucose level back under control with further insulin pump therapy. No products were returned and a replacement belt clip was sent to the customer since he also mentioned that his old one had broken.